Manufacturer narrative:
The reported event occurred sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked at the connection. The process step when this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.